Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that scope connector (sc) cover unit deformed during user handling and water invaded scope connector. It caused abnormality in electronic components, leading to the suggested event temporarily. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦"inspection of the endoscopic image" confirm that the wli and nbi endoscopic images are normal. (Except bf-mp290f) 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the corrosion found at the presented parts could be the possible root cause for the customer¿s reported b30 error code. Additionally, due to deformation of sc cover unit, water tightness was lost. The plug unit had corrosion due to water leakage. The scope (s)-connector had corrosion due to water leakage. The circuit board unit in the scope (s)-connector had corrosion due to water leakage. Adhesive on the bending section cover (a-rubber) had wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced a error b30 scope communication event along with colored dots and stripes in the image. The event occurred only with this endoscope. Other endoscopes work on this tower without any problems. The event occurred during the procedure. There was no report of patient or user harm associated with the event.